Event description:
It was reported that the spinal cord stimulator (scs) clinical study patient began experiencing mild tenderness over the implantable pulse generator (ipg) site. The patient was treated with lidocaine patches. The physician assessed the event as probably related to hardware and not related to stimulation and procedure. The event is resolving.